Manufacturer narrative:
Evaluation of the returned device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. Failure could not be duplicated.

Event description:
The user facility reported a instance where a z-800 infusion pump did not stop at end of infusion. Pump was running at a flow rate of 500ml/hour. There was no patient harm. Zyno has requested, but the user facility has yet to provide patient information.